Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp who reported that the lead fracture could be related to a fall, but there was no sudden decrement in function. It was noted that the patient had not been medically cleared for surgery at this point, so the lead fracture was still unresolved. No further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3387s-40, lot# v284003, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v257583, implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient has a right lead fracture. It was stated that the hcp is planning a revision on (B)(6). No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.